Manufacturer narrative:
Due to additional information, the first date of awareness was clarified to be (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead; product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension; product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3708160, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3708160, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for postlaminectomy pain. Information was received from the consumer on 2018-aug-23 reporting that their old leads had malfunctioned and "went bad" in (B)(6) 2016. The consumer did not know why. It was confirmed that this issue had been solved by a replacement. No further complications were reported.